Event description:
When p.a. Attempted to remove the angiocatheter, the catheter tip broke off, necessitating a cutdown procedure to remove the foreign body. Following retrieval, one suture was placed.